Event description:
The manufacturer received information alleging the trilogy ev300 ventilator is failing a test step due to a flow sensor. The device was not in use on a patient at the time of the occurrence. The device will be returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy ev300 ventilator is failing a test step due to a flow sensor. The device was not in use on a patient at the time of the occurrence. The device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed. No malfunction of the device was noted. Several components were replaced due to preventive maintenance, contamination and damage. The device was scrapped.